Manufacturer narrative:
Please note the corrections regarding h6 (clinical and health code): the reported event was confirmed, since the product was returned for evaluation. And matches the alleged failure mode. The device inspection revealed, the following: the received device shows the broken hexagonal tip. The microscopic images of the hexagonal screwdriver rupture corresponded to a brittle fracture caused by a torsional overload. Which is caused, during the tightening process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found, during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the torsional overloading. If any further information is provided, the complaint report will be updated.

Event description:
It was reported, that a small screwdriver tip broken off. When performing double locking of sphere taper lock and center pin, during glenoid sphere placement on the glenoid fossa. There is a large possibility of the fragment residual in the patient body.

Manufacturer narrative:
07/26/2023 tm the MDR is pending required code updates and complaint approval. The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows the broken hexagonal tip. The microscopic images of the hexagonal screwdriver rupture corresponded to a brittle fracture caused by a torsional overload which is caused during the tightening process. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the torsional overloading. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that a small screwdriver tip broken off when performing double locking of sphere taper lock and center pin during glenoid sphere placement on the glenoid fossa. There is a large possibility of the fragment residual in the patient body.